Event description:
On (B)(6) 2003, the patient was seen for lumbar radiculopathy after a right l4-5 hemi-laminectomy and microdiscectomy and complained of recurrent low back pain and left leg radicular pain down to the ankle with intermittent numbness of the foot after an injury "lifting a patient". The patient underwent epidural steroid injections which only provided "about 3 days of relief". On (B)(6) 2003, the patient continued to complain of low back pain which would go into the right leg at times. Upon examination, it was noted that the patient had some tenderness to palpation over the lumbosacral junction with a decreased range of motion in the lumbar spine and a slow and antalgic gait. On (B)(6) 2003, the patient was admitted for l4-l5 degenerative lumbar disc disease and chronic low back pain. The patient underwent an anterior lumbar radical discectomy with fusion and l4-l5 with placement of 18x20mm dowels and bmp screwed into the right and left disc space. The patient was discharged with instructions to return for follow-up and "preoperative symptoms were gone" in 10 days and again one month post-op. Tylox was prescribed every 4 hours as needed for pain. At the one month follow up visit, the patient returned with some discomfort across the low part of the back but it seemed improved somewhat since surgery. The patient did have some intermittent left leg pain. The patient was instructed to continue celebrex and soma and to begin outpatient physical therapy. Six weeks post-op the patient complained of bilateral leg pain and low back pain. The patient was using a tlso brace and taking the following medications: celebrex 100mg twice daily, hydrocodone 15mg three times daily, and cono 250mg three times daily. The patient stated that the doctors stated they "fixed the problem in [patient's] back but [are] unsure if they would be able to fix the pain." It was noted that the patient was told by the doctor and has determined a new career was needed. The patient underwent range of motion, physical therapy, and was instructed on home exercises. On (B)(6) 2003, an MRI was performed noting the clinical history of left leg pain and low back pain since (B)(6) 2002 and noted the following: at l4-5 in the sagittal sequence there is a new but small left paracentral disc protrusion which does not appear to significantly impress on the thecal sac; l4-5 mild left sided facet hypertrophy. On (B)(6) 2003, the patient returned for follow-up with surgeon and noted increased discomfort in his low back with stretching and physical therapy. The patient was instructed to continue medications and try some heat, massage, and ultrasound. On (B)(6) 2003, the patient returned for follow-up with surgeon and noted no radicular pain but did complain of continued, significant discomfort across the low back area. The treadmill exercises in physical therapy made his symptoms worse. Heat, tens unit, celebrex, soma, and lortab did not provide relief. X-rays were compared with (B)(6) 2003 films and noted stable appearance of the lumbar spine. The patient was given skelaxin rather than mobic and heat and bed rest were recommended. On (B)(6) 2004, the patient returned to be seen by surgeon. Upon examination, mild tenderness to palpation was noted over the lower lumbar paraspinous muscles with decreased range of motion of the lumbar spine and a slow gait due to back pain. Surgeon ordered x-rays and noted they showed a satisfactory appearance of the l4-5 construct. The complete impression of x-rays noted an interval change in appearance of the grafts since (B)(6) 2003 with possible fragmentation anteriorly and some possible "lucency at the right side of the graft in the l4 endplate." A thin-sectioned CT evaluation was suggested. On (B)(6) 2004, a CT scan was completed due to previous lumbar spine surgery with bilateral leg pain and showed: a mild residual disc bulge with associated facet arthropathy contributing to mild canal stenosis, a small superimposed left paracentral disc protrusion as well as a right intraforaminal protrusion; and partial incorporation of the osseous graft. Per surgeon, they showed the fusion at l4-5 to be a solid union with some signs of bone ingrowth into the grafts. On (B)(6) 2004, the patient returned for chronic back pain to surgeon and was noted to continue to have good relief from the radicular left leg pain but continued significant low back pain. Medications noted include: vicodin, skelaxin, and mobic. Bextra was substituted for mobic and zanaflex for skelaxin. An epidural steroid injection was recommended. On (B)(6) 2004, the patient reported no benefit from lumbar facet injections of the left l4-5 and l5-s1 from a few weeks prior to another doctor. The patient noted his left leg pain was better since the 2003 alif procedure, but continued to complain of low back pain. Medications noted include: zanaflex 4mg three times daily, bextra or mobic once daily and lortab 7.5mg 2 tablets twice daily as needed. The patient was noted to infrequently use the back brace. On (B)(6) 2004, the patient was seen by a third doctor and complained of a lot of constant pain in his low back which radiates down into the right posterior thigh in radicular distribution. The patient also noted that it feels as though his back pops with any sort of abrupt movement and some urinary frequency. It is also noted that affine cut CT showed good positioning of the implants, but not a bony fusion. It was noted to confirm pseudoarthrosis. Surgical intervention was planned. On (B)(6) 2004, the patient was admitted with the pre-operative diagnosis of left lumbar radiculopathy with persistent low back pain. Operative indications noted included: the patient formed pseudoarthrosis and nonunion with severe low back pain and severe left l eg pain in a l5 lumbar distribution. The patient underwent "a" the following procedures: left l4-5 hemi laminectomy and foraminotomy for nerve root decompression, re-exploration; posterior lumbar fusion at l4-5; posterior nonsegmental pedicle screw instrumentation l4-5; and harvest and morsellized autograft by the third surgeon. Bmp was placed on both sides in the inner transverse space and over the lateral lamina and facet complex and then bone graft was mixed with the bmp sponges. Intraoperative findings included scarring, overgrown facets of l4-5, and some movement at l4-5. Post-operative diagnosis included non- fusion l4-5 with lumbar radiculopathy. Post-operative neurological exam on (B)(6) 2004, was "stable" and the patient was to be discharged. On (B)(6) 2004, upon examination by surgeon, the patient was noted to have significant back pain radiating down into his left leg. An MRI was conducted due to pain in both legs. Left greater than right, recent back surgery five weeks ago, and bowel incontinence and noted linear soft tissue fluid collection likely representing residual postoperative seroma. The surgeon noted that the MRI looked "good without any evidence of significant neural compression [with the] hardware appear[ing] in good condition." The patient was instructed to continue to wear a brace for the next three weeks. On (B)(6) 2004, x-rays were compared with the (B)(6) 2004 study and noted mild narrowing at l4-l5 disc space since the previous study. Exam performed by surgeon noted the patient had a lot of tenderness upon palpations and continued to have significant mechanical back pain and was disappointed of the lack of improvement and caused concern for the patient's "progress going forward." The patient was to proceed with back strengthening exercises and was noted to have been out of work for 2 years. On (B)(6) 2004, the patient returned for follow-up with surgeon with significant incapacitating low back pain, loss of mobility in the back, and guarding of the left leg despite maximum surgical intervention, physical therapy, and injections. The patient was noted to have not responded to maximum medical intervention. A functional capacity exam was ordered. Lumbar x-rays noted a normal alignment and no significant interval changes. On (B)(6) 2005, surgeon reviewed the functional capacity study that was performed on (B)(6) 2005 and agreed with the evaluator with the assignment of a spinal impairment of the whole person at 17%. (B)(6) 2007, it was noted that an MRI was recommended as the patient complained of acute back pain radiating into the buttocks and bladder and bowel dysfunction since the 2nd fusion. On (B)(6) 2008, the patient complained of chronic low back pain and chronic neck pain. Medications noted include: relafen 500 twice daily and lortab 7.5/500 every 6 hours as needed. Also noted was a c-spine x-ray showing degenerative changes at c5-6. On (B)(6) 2008, the patient was noted to have had recurrent/chronic back pain with 3 lumbar surgeries and has been judged disabled (worker's comp). On (B)(6) 2008, the patient was seen for back pain by another surgeon and was noted to have an osteoarthritis and medications noted include: fish oil, omega 3 oil, celebrex once daily, hydrocodone as needed, glucosamine, and tylenol as needed. The patient was encouraged to lose 10 pounds via water aerobics and diet control. On (B)(6) 2009, the patient was seen for chronic back pain by same surgeon and was noted to have erectile dysfunction. Medications noted include: metrogel for rosacea, celebrex 200mg twice daily as needed, hydrocodone 7.5/500 twice daily as needed, and a trial for cialis. On (B)(6) 2010, the patient was seen for chronic back pain and was noted to have osteoarthritis. Medications noted include: metrogel, celebrex 200mg twice daily as needed, hydrocodone 7.5/500 twice daily as needed, and cialis 5mg daily. On (B)(6) 2010, the patient was seen for chronic back pain by same surgeon. Medications noted include: celebrex once-twice daily, hydrocodone, cialis, and metrogel. The patient was prescribed toprol xl 50 for increased blood pressure. The patient was noted to have gained 10 pounds and instructed to exercise and lose weight. On (B)(6) 2011, the patient was seen for back pain. Medications included: celebrex twice daily, hydrocodone, and toprol xl 50. The patient was noted as overweight and noted to have lumbar disc disorder. On (B)(6) 2011, the patient was seen for lumbar pain that sometimes radiated down the left leg. Medications noted included toprol, celebrex for back pain, and occasional hydrocodone. Upon examination that patent was noted to have full range of motion of his extremities but tight hamstrings and pain on left sided straight leg raises at about 40° and low back pain when reclining and sitting back up. On (B)(6) 2012, the patient was seen for stable, chronic low back pain and hypertension by surgeon. Medications noted included: toprol-xl 50 once daily, celebrex 200mg once-twice daily, hydrocodone 7.5/500 once-twice daily. Upon examination, low back pain was noted on palpation and difficulty reclining and sitting back up due to back pain. The patient was noted to have lumbar disc disorder. On (B)(6) 2012, the patient was seen for low back pain and hypertension by surgeon and was noted to take toprol-xl 50, celebrex 200mg once-twice daily, hydrocodone 7.5/500 twice daily. The patient complained of lower back pain radiation to the legs and was noted to have chronic lumbar disorder. On (B)(6) 2013, the patient was seen for chronic back pain, hypertension, and a history of tachycardia by surgeon. The patient was noted to take toprol-xl 50, celebrex 200mg once-twice daily "depending on his knees", hydrocodone 7.5/500 once-twice daily depending on pain. The patient previously had irritable bowel, but stated that it "is improving." The patient complained of right lower back pain. Upon exam it was noted the patient was mildly obese with stable lumbar disk disorder. The patient alleges that "significant low back pain", "pain and swelling at implant", revision surgery with hospitalization as a result of bmp use.

Manufacturer narrative:
(B)(4). Location : unknown products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.